Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet. Unique identifier (UDI) #: n/a. Concomitant medical products: item number: (B)(4), item name: taperloc stem, lot #: 6299070. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04823. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that debris was found in the sterile packaging prior to entering the field. Attempts have been made and no additional information is available.

Manufacturer narrative:
UDI: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Review of the picture provided in the complaint form attachment confirmed debris, however the debris was not found during the visual inspection of the returned package.device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.